Event description:
The customer stated that the battery does not stay locked into the AED. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported that the battery will not stay in the AED. The customer stated that the battery does not stay locked into the battery port of the AED. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.